Event description:
It was observed during the device inspection, that the evis lucera elite colonovideoscope exhibited burned plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the use of a high-energy instrument without sufficient distance from the distal end, causing burning of the distal cover. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): inspection method for the suggested event1 is described in the instruction manual (operation manual) for pcf-h290tl/I ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.